Event description:
On 06/05/2000, the facility's radiology technician informed the manufacturer's sales representative of the following: the locking mechanism was missing from the catheter. Another kit was obtained (same catalog and lot number), the locking mechanism was removed and used to complete the procedure. The kit the locking mechanism was taken from was discarded by the facility. Only the package wrapper remains. Since the device was implanted and the kit the locking mechanism was obtained from was discarded, the MFR's investigation of this event will be limited to a trend analysis and review of the device history record. No further details were provided.